Manufacturer narrative:
(B)(4). A batch review will be performed. Three units were received at the plant for evaluation. No defect was observed during visual inspection. Functional leak test was subsequently performed by filling the reservoirs with water. After fill, flow was visually observed at the luer of the three units. Flow continued without stopping. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that no flow was observed in a single day (B)(4) infusor during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - this lot was manufactured between november 26, 2012 and november 27, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.